Manufacturer narrative:
Initial reporter: (B)(6). Ng sze sze.

Event description:
Information was received indicating that the inner cannula of a smiths medical portex blue line ultra tracheostomy tube was broken. The issue occurred after one week of patient use and there was no patient injury.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) sample (B)(6) blu thin wall fenes. Inner cann. 6.0mm s/assy was received in plastic bag without its original packaging (see photo of sample). Under visual inspection there was a crack between two fenestrated holes. Investigation results indicates that it is the most probable that reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique.

Event description:
Inner cannula broken.